Event description:
Reportable based on analysis completed on 30jan2019 it was reported that noise occurred. A intellamap orion catheter was used for a atrial fibrillation procedure. However while mapping intermittent noise occurred on the orion catheter and ablation catheter but not the decapolar catheter. The noise was high frequency and large amplitude making the intracardiac electrograms impossible to see. On onset of ablation we got an error message saying the localization generator was disconnected, followed quickly by an error message of "1405-2 localization reference back patch is not connected or out of field" and "1319-2 magnetic localization system internal error". Previous ablations had been ok. The physician checked that the back patch was still connected, the localization generator was still connected, changed the cables. However the noise issues were not resolved. The procedure was canceled and no patient complications occurred. However, returned device analysis revealed peeling of the deployment shaft. The deployment shaft is peeling and organic damage across multiple spline traces was noted with the device caused by normal use of the device over a prolonged period. The electrical test was performed and the device passed the test.